Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the issue was able to be replicated during the occlusion test. This was caused by normal wear of the motor assembly over the 8 years it was in use. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump presented with a motor rate error. There were no reported adverse events.

Manufacturer narrative:
Other, other text: additional information was received indicating the issue did not cause or contribute to patient or clinical injury. (Updated h6).